Event description:
Physician was attempting to treat a lesion in the obtuse marginal using resolute integrity drug eluting stent. The vessel was severely tortuous. The device was removed from the packaging per the IFU with no issues noted. The device was inspected with no issues noted. It was reported that the lesion was pre-dilated using two sprinter balloons. The device was then advanced to the target lesion. Resistance was encountered and the device failed to cross the lesion. It was reported that the stent was bunched. The catheter tip was also reported to be kinked. It is unknown how the target lesion was treated. There was no patient injury as a result of this event and the patient was reported as doing fine post procedure.

Manufacturer narrative:
Deformation problem.

Event description:
Evaluation summary: the stent was positioned between the marker bands as per specifications. The 2nd and 3rd distal stent segments were raised and deformed. The distal tip was damaged.

Manufacturer narrative:
Results, conclusion: stent deformation. Severely tortuous vessel. No device received for evaluation. (B)(4).